Manufacturer narrative:
It was reported that the patient underwent a mesh removal on (B)(6) 2012 concurrently with lysis of sling due to right flank pain and urethral obstruction. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/17/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence. It was reported that the patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that due to pain, urinary incontinence, infection and dyspareunia, patient underwent mesh revision/removal in (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.